Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the audiologist, the patient experienced non-auditory stimulation and poor performance with device use. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2020, and the patient reimplanted with a new device.